Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient experienced a myocardial infarction. The index procedure treated the 80% stenosed 3.0x20mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified balloon, the placement of a 3.0x28mm study stent and post dilation resulting in 0% residual stenosis. A non target lesion located in the ramus artery was treated with a 2.5x12mm liberte bare metal stent. Post procedure cardiac enzymes were noted to be elevated consistent with a protocol defined myocardial infarction. No action was taken to treat the event and the event resolved without residual effect. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).